Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side deflation. Device has been explanted.

Event description:
Healthcare professional reported left side "noticed that it was deflated" during explant surgery . Device has been explanted and replaced.

Manufacturer narrative:
Continued weight (a4): 53.10 kgs. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: reconstruction breast with implant, 2nd stage-exchange to perm implants. Removal tissue expander.